Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately five weeks postoperatively following the uneventful implant of a micro-stent device, a patient presented with iritis. The patient was given steroids. The intraocular pressure (iop) has also gotten higher, however the surgeon feels this is due to a steroid response. The device currently has three rings exposed but is without corneal endothelial touch. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of inflammation and migration; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the surgeon reported he performed an uneventful combined cataract / micro-stent implant procedure. At around five weeks postoperatively, the patient presented with iritis. The surgeon began treatment with steroids, and the patient currently continues with steroid treatment. Due to the iritis, the patient desires to have the device removed. The surgeon stated that the device currently has three rings exposed, but is without corneal endothelial touch and there is not any iris involvement with the device.